Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event log was reviewed and there was a high alarm displayed for cassette not attached properly". The pump was visually inspected and when a cassette was attached, it alarmed "cassette not attached properly". Further investigation of the pump determined that fluid ingression caused the issue. The issue was attributed to the user and the downstream occlusion sensor will be replaced to resolve it.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a "cassette not attached properly" alarm. There was no reported adverse event.